Event description:
It was initially reported by the patient that he was recently hospitalized, due to some heart problems. Patient also stated that he has other health issues such as sleep apnea. Patient was scheduled to see his psychiatrist for follow up. Follow up with the implanting surgery revealed that they haven't seen the patient since surgery and they are not following up with the patient anymore. Good faith attempts to obtain additional information has been unsuccessful till date.